Event description:
A customer reported a cartridge alarm 20 with a pump, though it did not adversely impact their blood glucose level. They had experienced issues with consecutive cartridges, prompting technical support to confirm the problem. As a response, a new replacement pump was dispatched to the customer because their warranty was still valid. The customer received instructions on how to put the pump into storage mode before returning it, and they were informed about transferring settings and connecting their cgm to the replacement pump. The customer acknowledged all instructions and agreed to return the faulty pump within the specified time frame to avoid charges.